Event description:
On (B)(6) 2010, pt reported an air bubble formed in the insulin cartridge causing elevated blood glucose. Pt stated she noticed a large air bubble in the insulin cartridge on (B)(6) 2010, which was the same day the insulin cartridge was changed. Pt reported she had also changed the infusion tubing and infusion set on (B)(6) 2010. Pt stated her blood glucose climbed to 230 mg/dl today and the air bubble was larger than on (B)(6) 2010. Pt's target blood glucose range is 80-150 mg/dl. Had pt disconnect the infusion tubing from the infusion site and place the infusion device into stop mode. Had pt prime until the large air bubble was no longer visible. Pt reported she noticed another "tiny" aire bubble at the bottom of the insulin cartridge. Pt was able to reconnect the infusion tubing to her infusion site and place the infusion device into run mode. Pt stated she delivered a correction bolus of 5.0 units of insulin successfully. Pt reported she had inserted the insulin cartridge into the infusion device before attaching the infusion adapter and infusion tubing on (B)(6) 2010. Educated pt on the importance of attaching the adapter and tubing before inserting the newly filled insulin cartridges. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.